Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 224 mg/dl. The cartridge was changed multiple times to try and address the issue; however, the issue persisted. The customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.